Event description:
Caller states that during a correlation study, the following coaguchek xs/coaguchek s results were obtained: pt 1: 2.3 inr/3.0 inr. Pt 2: 3.5 inr/4.6 inr. Pt 3: 3.2 inr/5.5 inr. Pt 4: 2.9 inr/1.8 inr. Pt 5: 2.2 inr/3.0 inr. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent. Caller is unsure which coaguchek xs (of two) produced specific result.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. Reference medwatches with a1 pt for possible coaguchek xs system used, for possible coaguchek xs system used.